Event description:
Additional information noted that a review by boston scientific technical services (ts) noted that the battery was depleting abnormally and the device should be replaced and returned. The root cause was unknown, but the depletion appears consistent with degradation of an internal hardware component.

Event description:
Additional information noted that the patient was seen and hospitalized and a replacement procedure is planned.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow up of this device two and a half years remaining was noted when it comes to the device battery. A previous follow up showed seven and a half years remaining. Premature battery deplete was alleged and a follow up was scheduled in the next month. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information noted that this device was disinfected and has been re-used. The device has not been returned but analysis has been requested if the device is returned and upon analysis completion.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device.

Event description:
Additional information noted that this device was disinfected and has been re-used. Subsequently the device was explanted and returned for analysis.

Event description:
Additional information noted that the device was explanted. No return information was available.